Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the doctor fired the device some of the clips were not forming correctly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Unsure 4th ¿ 5th? What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Believes so. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Not to his knowledge. Were any unexpected noises heard? If so, when? Not to his knowledge. Did anything unexpected happen prior to this incident? Not to his knowledge. Was the device fired after this incident in or out of the patient? Yes, clips formed correctly outside, but a new device was still used.